Manufacturer narrative:
The affected tibial base impactor/cement pressurizer was not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. Therefore, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was manufactured in 2010, which suggests it has been in use for some time. The tibial base impactor is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Without the return of the actual product involved, our investigation of this report is inconclusive. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a tka procedure, plastic on impactor broke when impacting the tibia. Nothing fell into patient. No injury or impact to patient. No delay. No revision surgery performed. Backup device available.